Event description:
During an incident in 2003 involving a female pt who was unconscious and unresponsive with CPR in progress, this defibrillator had been in use for approximately one minute and it prompted a "service mandator, io fail f8" message. Asystole was being displayed and no pulse was detected. The unit was powered "off" and then back "on" but the same message was given. Als arrived and took over pt care. The pt was pronounced at the scene. The als team used a 12 lead defib and there was no p&e present. An emt reported that the pt was on floor and the defibrillator was on a bed and was not "bumped" when the "service mandatory..." Prompt occurred. They do not feel the defibrillator affected outcome.